Manufacturer narrative:
Suspect lot review: a review lot# showed that (B)(4) units were manufactured, tested, inspected and released in december 2015 citing no anomalies. Visual receipt analysis: 8/31/2016 - received one new 011-46103-25, safeset transpac IV w/03 ml reservoir and single needless valve, and patient mount, lot# 3145191 and one used 011-46103-25, safeset transpac IV w/03 ml reservoir and single needless valve, and patient mount, reported lot# 3145191, only the safeset syringe was returned. The luer was disconnected from the red stripe tubing and was not returned. Funtional/visual testing: tubing was visually inspected. Little to no solvent was observed on the tubing. Final analysis summary: the reported complaint of tubing coming away from male connector was confirmed. The root cause of the failure was from insufficient solvent. ICU through continuous corrective and preventative actions are reviewing the process and making the necessary improvements to the manufacturing process.

Event description:
Complaint received regarding one 011-46103-25, safeset transpac IV w/03 ml reservoir and single needless valve and patient mount, suspect lot# 3145191 (mfd. 12/2015). The report states, nurse noticed the tubing had completely come away from the male connector up by the safeset syringe end. No adverse patient consequences reported.

Manufacturer narrative:
Suspect lot review: a review lot# showed that (B)(4) units were manufactured, tested, inspected and released in december 2015 citing no anomalies.

Event description:
Complaint received regarding one 011-46103-25, safeset transpac IV w/03 ml reservoir and single needless valve and patient mount, suspect lot# 3145191 (mfd. 12/2015). The report states, nurse noticed the tubing had completely come away from the male connector up by the safeset syringe end. No adverse patient consequences reported.